Manufacturer narrative:
Investigation summary with all the available information, boston scientific concludes that , although the reported fiber break was not confirmed as the functional testing performed did not identify any signs of breakage along the length of the fiber; the reported event was confirmed as the visual examination of the fiber identified that the fiber could rotate independently from the metal cap, which indicates glue failure. It is probable that the identified detritus adhesion on the metal cap contributed to elevated temperatures near the laser beam output window, contributing to the glue failure. The increase in temperature can be caused by tissue adhesion from constant and heavy tissue contact and/or a decrease in saline cooling flow. Continuous elevated temperatures can lead to fiber damage, including glue failure. According to the instructions for use (IFU), reduced irrigation fluid flow may result in damage to the fiber. Failure to position the saline solution at least 106 cm or not opening the flow valve will decrease the amount of fluid across the fiber end. Although analysis also identified devitrification at the fiber tip, please note that devitrification is a normal degradation of the fiber that can occur through normal use. It is caused by heat accumulation at the fiber tip causing the glass at the firing window to crystallize. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question. Device history record (DHR) the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual examination of the fiber identified that the glass cap exhibited severe devitrification at the output window. The metal cap exhibited severe charred detritus on surface, indicative of prolonged tissue contact. The fiber could rotate independently of the metal cap, and the total internal reflection (tir) surface was observed to be misaligned with the output window, which indicates an glue failure. The outerflow tube near the fiber tip appears melted/frayed. The fiber was functionally tested with helium neon (hene) laser fixture and the testing observed did not identify any signs of breakage along the length of the fiber. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. Labeling review a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The IFU states do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Failure to position the saline solution at least 106 cm or not opening the flow valve will decrease the amount of fluid across the fiber end. Decreased fluid flow may limit the lasing time of the fiber. Ensure the distance from the fiber to the tissue is approximately 2 mm (1 to 3 mm). Investigation conclusion the observed condition of the fiber is consistent with fiber that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. These factors are likely to cause the noted glue failure. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use to reduce fiber tip damage. Therefore, the investigation is assigned a conclusion code of unintended use error caused or contributed to event. The interaction between the user and device, caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that during photoselective vaporization of the prostate, the fiber was defective. A small piece of plastic seemed to have melted during the procedure and it prevented the physician from moving the fiber into the scope. The procedure was successfully completed with a second fiber, without consequences to the patient.

Event description:
It was reported that during photoselective vaporization of the prostate, the fiber was defective. A small piece of plastic seemed to have melted during the procedure and it prevented the physician from moving the fiber into the scope. The procedure was successfully completed with a second fiber, without consequences to the patient.